Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device had battery issues. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is currently unknown. There is no additional information.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery issues was confirmed and reproduced during product evaluation. The assignable cause of the reported problem was depleted main batteries as a result of use/user error. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician in order to correct this condition. Additional information: this is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.